Event description:
The hcp reported that the neurostimulator was explanted due to infection approx two weeks after implantation. The infection was located in the device pocket. The extensions were cut and would be replaced at reimplant. The pt was at home; his status was reported as 'good'. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.